Event description:
It was reported to boston scientific corp in 2008, that a rx allscope sphincterotome device was used in an endoscopic retrograde cholangiopancreatography procedure about 2 days prior. According to the complainant, during the procedure, the pt desaturated, stopped breathing and died. The complainant informed a bsc sales rep that the pt was in poor condition prior to the procedure. The cause of death has not been ascertainable from the complainant; no further info is available.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the date of manufacture cannot be determined. The complainant has indicated that the suspect device will not be returned; therefore, a device eval cannot be performed. The relationship between the device and the event is undetermined. The may 2008 15-month rx sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.